Manufacturer narrative:
This device remains implanted but out of service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in thresholds after the patient underwent a ventricular tachycardia (vt) ablation in mid-may 2022. Subsequently, the patient underwent a revision procedure, and this rv lead was surgically capped and replaced without incident. It was noted that the patient's cardiac resynchronization therapy defibrillator (crt-d) was replaced during the same procedure due to normal battery depletion. Besides intervention, there were no adverse patient effects reported.